Event description:
It was reported this box is no longer working. No patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No testing methods performed.

Manufacturer narrative:
Device available for eval: (B)(4) 2013. The unit components were upgraded to current specifications. No fault was found after the upgrade. The unit was tested and passed all manufacturing specifications.